Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the several devices at nlh displayed a "download stopped" status. A technical support specialist connected to health sight viewer (hsv) and found no new devices experiencing issues. The case was closed based on the customer's confirmation that the issue had been resolved. The customer verified that all stations were functioning properly. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ es server, several devices displayed download stopped messages. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.